Event description:
It was reported, the scope would not work when it was connected to the travel cart. No error messages were present, the screen was black. The issue occurred at the beginning of a therapeutic diagnostic bronchoscopy. There were no reports of patient harm. The customer later confirmed the alleged event resulted in a 30 minute procedure/anesthesia delay and the procedure was not completed.

Manufacturer narrative:
The device was returned and during the evaluation the scope was received with no image; therefore the users claim was duplicated. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00109.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to malfunction of the plug unit. However, the cause of the plug unit malfunction is unknown, therefore; the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: ¿operation manual: 3.8 inspection of the endoscopic system: inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.